Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once additional information is obtained.

Event description:
The customer reported receiving erratic readings on their adc meter that are not consistent with their symptoms and treatment. The customer experienced symptoms of hypoglycemia and had a loss of consciousness. The customer self treated with juice, food and glucose tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.